Event description:
It was reported that a patient underwent a groin lymphadenectomy, at which time a femoral hernia was created by the dissection and mesh was implanted to close the defect. The surgeon placed a drain because of the disruption of the lymphatic system. Approximately 1 ½ weeks later, cellulitis was noted at the drain site but not over the main incision and antibiotics were started. Three weeks after the procedure, the cellulitis has extended from the drain puncture wound with erythema extending to the pubis. Fifteen cc of infected lymphocele was aspirated. The surgeon suspected that the infection extended to the mesh. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.